Event description:
Pt had stem cells harvested for future autologous stem cell transplant. These cells were taken to lab for cd34 selection using isolex selector. During the system rinse cycle at resetting phase, a metal piece inside the membrane dislodged and fell inside the membrane. At this time cd34 cells already selected out of the membrane. Machine was stopped briefly while cells were manually pumped into an auxillary bag. Sterility was not breached, enough cd34 cells were selected so pt did not have to undergo second day of phoresis. Baxter hotline notified.